Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving intrathecal unknown baclofen (concentration and dose unknown) via an implantable pump for intractable spasticity. It was reported that the patient had a pump put in (B)(6) 2021, but "my body started rejecting it" so they put another one in on "(B)(6)". Further information was not provided.